Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Please also see section a3, d10 for the updates. Communication with the customer via the service business center (sbc) representative informed that the scope involved in the event was an ltf-s300-10-3d (endoeye flex 3d deflectable videoscope) with sn: (B)(6). The MDR report for scope involved in the event was submitted under patient identifier (B)(6) . Report noted that the image blacked out and an error e216 displayed . Procedure performed was a laparoscopic liver resection. The subject scope was replaced with similar device and the issue was resolved. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. The device history record or the manufacturing date was unable to be reviewed for this device since the correct serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, communication error appeared and the image disappeared occurred due to adhesion of dirt to contact on the combined scope. The cause of the adhesion on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. Per communication with the facility, it was stated that the device (otv-s300) will not be sent as the issue was caused by the scope and not by otv, however, the type of scope , model and serial number was not provided. Follow up is in progress to obtain the information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that a message communication error appeared and the image displayed disappeared (blacked out). Per the report, the device metal contacts of the card type connector was wiped with a gauze dipped in ethanol for disinfection and after drying and reconnecting. The problem was restored. Per the report the operation (an unspecified procedure) was completed with another endoscope (model and serial number not provided). There was no patient harm, no user injury reported due to the event.